Event description:
Not able to walk/can barely move [abasia]. Possible pseudogout attack [chondrocalcinosis pyrophosphate]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Severe pain in left knee area [arthralgia]. Case description: spontaneous report received on 18-dec-2008 from a health care provider, regarding an (B) (6) male pt with a history of osteoarthritis, (B) (6), who experienced severe pain in the left knee area, minimal swelling and effusion, could barely move, was not able to walk and had a possible pseudogout attack after starting synvisc. The pt received a synvisc injection into his left knee on (B) (6) 2008. On (B) (6) 2008, the hcp stated that the pt felt severe pain in the left knee area. The area was not red and not hot, so the hcp did not feel there was an infection. The pt was not able to walk and had minimal swelling and effusion. He was treated with ibuprofen and another pain medication (nos). On (B) (6) 2008, he started a 7 day course of medrol dosepak because of an initial thought that he was having a pseudogout attack. At the time of this report, the pt was still having pain and could barely move. The hcp stated there was a definite relationship of the events to synvisc.

Manufacturer narrative:
Evaluation summary: the product lot # was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.